Event description:
The customer reported the instrument was generating cellular interference/abnormal lymph flags and approximately 2 cubic centimeters of clear fluid leaked inside the coulter lh 780 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses, and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical specialist (cts) assisted the customer with reseating and securing the o-ring for aperture 3 in the white blood cell (wbc) bath, resolving the reported event. The instrument was returned to normal operation. (B)(4).